Manufacturer narrative:
The glucose reagent lot number is 809710. The creatinine reagent lot number was requested, but not provided. The reagent expiration dates were requested, but not provided. The customer checked the sample probe and noticed it was encrusted at the tip. The customer cleaned the inside and outside of the probe. The customer performed precision studies and the analyzer was working as expected. The customer later called back and stated they received an aspiration error for another sample. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding an alleged non-reproducible results for two patient samples tested on a cobas c 503 analytical unit. Results for the following assays were affected: glucose hk gen. 3 and creatinine jaffe gen.2. The initial values were implausibly low, so the customer repeated the samples. The first patient sample initially resulted in a glucose value of 17 mg/dl and it repeated as 129 mg/dl. This sample initially resulted in a creatinine value of 0.11 mg/dl and it repeated as 0.9 mg/dl. The second patient sample initially resulted in a glucose value of 24 mg/dl and it repeated as 90 mg/dl.

Manufacturer narrative:
A reagent issue can be excluded as there were no further incidents and the correct repeat value was measured using the same reagent. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.